Event description:
It was reported that the device longevity was less than expected. The device was removed and replaced. No patient complications have been reported as a result of this event. It was later reported that the device was at elective replacement indicator and that the device longevity was less than expected. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device did not meet expected longevity, and the cause is unknown.

Event description:
It was reported that the device longevity was less than expected. The device was removed and replaced. No patient complications have been reported as a result of this event.